Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 194mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error as a result of a protruded/loose drive support disk.